Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
The patient reported his scs ipg is inoperable. He has not charged or used system stimulation for approximately a month and a half. An sjm representative met with the patient and attempted to establish communication with a different charging system to no avail. A communication error was displayed on the patient's programmer when attempting to communicate with the patient's ipg. The patient will follow up with his physician to discuss possible surgical intervention as the next course of action to address the issue.